Event description:
It was reported that the patient indicated that the remote monitor "does not respond to the start/stop button." The monitor had previously sent successful transmissions. Technical services provided assistance in resolving the issue by directing the patient to unplug and replug in the power cord, test the start/stop button, and subsequently the power was restored. The patient was then walked through the telemetry process successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.